Event description:
It was reported that a malfunction alarm occurred. The customer did not have an alternate method of insulin therapy available but declined follow up from tandem technical support to confirm an alternative method of insulin therapy was obtained. Customer¿s blood glucose level was 232 - 298 mg/dl.